Event description:
Ge oec 2800 with reported physicist discrepency: on table bucky ac device, exposure index at 1368 when should be 1850-2150.

Manufacturer narrative:
A ge service representative investigated this issue and made the appropriate adjustments for proper conformance to ac output. The system was tested, found to be operating as intended and released to the customer for use.